Manufacturer narrative:
Investigation into this event determined that the vitros 5,1 was operating as intended. The root cause is unk, however, the most likely root cause of the event is user error related to pre-analytical sample mix-up.

Event description:
The customer obtained a negatively biased vitros phyt results on a single pt using a vitros 5,1 fs chemistry sys. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased result was reported, however, there was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.